Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that one month post implantation of the vascular stent for treatment of a pre-dilated stenosis in the right sfa via retrograde access through the left jugular artery, the stent was found to be fractured. A balloon dilation and atherectomy was performed for patient treatment. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, the reported stent fracture could not be confirmed as the stent strut structure was not visible on the images. For this reason, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation, highly calcified vessels, the patient's condition or the vessel anatomy may lead to an irregular stent placement and subsequent stent fracture. In this case, the lesion had been pre-dilated and no difficulties were encountered during tracking or deployment. However, access was gained through the jugular artery and no post-dilation was performed. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be identified. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU states that stent fracture is potential adverse event that may occur. Furthermore, the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that one month post implantation of the vascular stent for treatment of a pre-dilated stenosis in the right sfa via retrograde access through the left jugular artery, the stent was found to be fractured. A balloon dilation and atherectomy was performed for patient treatment. There was no reported patient injury.